Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, weight to the spec, opening on anterior and crease fold. A visual and microscopic analysis was performed. Which identified, striated opening on anterior, non-penetrating nicks and wear abrasion. Base on the device analysis, the final assessment is: a striated opening assessed, as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade iii. Device has been explanted.